Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a bakri tamponade balloon catheter leaked during attempted use. Following a vaginal delivery, the patient had bleeding 600ml within 15 minutes. The device was inserted; while filling the balloon, the user noted that the saline leaked from the drainage tube catheter. The device was removed from the patient and replaced with a new bakri to complete the procedure. It was reported that no metal tools came into contact with the device. Hemostasis was achieved and the patient had a total estimated blood loss of approximately 850ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description it was reported that a bakri tamponade balloon catheter leaked during attempted use. Following a vaginal delivery, the patient had bleeding >600ml within 15 minutes. The device was inserted; while filling the balloon, the user noted that the saline leaked from the drainage tube catheter. The device was removed from the patient and replaced with a new bakri to complete the procedure. It was reported that no metal tools came into contact with the device. Hemostasis was achieved and the patient had a total estimated blood loss of approximately 850ml. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device returned was returned to cook for evaluation. The balloon was inflated with 200 ml of water. The y junction of the tubing was observed to leak when stretched or stressed sufficiently, but did not leak when kept in the y position. Fluid was also observed to drain back out of the stopcock if not in the closed position when the syringe was removed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the most likely cause of the reported event could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.